Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/12/2024, it was reported by a facility representative via sems-(B)(4) that an ar-6480 dw arthroscopy pump's inflow no longer works. Another device was used to complete the case. This occurred during use in a case with no patient impact.

Manufacturer narrative:
The complaint allegation was not confirmed. The issues could not be replicated, and no problems were found. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for investigation. The returned device underwent a visual inspection, which revealed normal signs of wear and tear. The device, assembled with a new set, was connected: ar-6410, lot# 73988853, and ar-6430, lot# 73002759 pump tubing. It was tested under normal conditions to replicate the reported issues. Once connected to power, the pump was activated. The predetermined pressure was established, and the machine commenced operation when the run button was pressed. The process proceeded without interruption for 49 minutes, and no pressure variations were observed during the test. The device is working as intended. The device's outflow system underwent testing through the activation of the lavage and rinse buttons. Following this procedure, no issues were observed, and the system was found to be problem-free. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This is the expected behavior. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures.